Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) for the attune ps fem lt sz9 cem and the attune fb tib base sz8 cem since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(4) has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completedsee section d for any product information received. Depuy synthes has been informed that the catalog number and lot number is not available.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address concerns of a loosening and pain. Upon revision the patient's patella was well fixed and had no wear. The tibial and femoral components were revised and replaced. The revision operative note indicate in the pre and post op diagnosis it was a loose/failed left tka but did not specify which components were loose. At this time it is unknown if depuy cement was used.